Manufacturer narrative:
Event eval: no prod was returned to assist with our investigation. Cook's instructions for use recommends that all instructions be read carefully. Failure to properly follow instructions, warning and precautions may lead to serious consequences or injury to the pt. An internal clinical review determined that the difficult deployment was the result of user error.

Event description:
In 2008, a male underwent aaa repair. During deployment of the renu converter graft the white trigger wire release mechanism was removed before the top cap was advanced to release the suprarenal fixation. As a result, when the physician tried to advance the top cap, the entire graft would move out of position. The physician was unable to obtain distal control of the device and could not advance the top cap. The physician then decided to convert to open repair.